Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an appropriate shock, however non-capture was noted post-shock for a few beats. The crt-d has exhibited diaphragmatic stimulation and the voltage was reprogrammed to avoid this. The patient is pacer-dependant.